Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or pump error 130 noted. The motor was tested outside of device and passed. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and battery failed alarm after self-test. Customer states pump was exposed to a high magnetic field. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Insulin pump passed displacement test. Insulin pump error did not occur during rewind. Insulin pump error occurred during load reservoir. No harm requiring medical intervention was reported. The device will be returned for analysis.